Event description:
The customer reported that the ac.t diff 2 hematology analyzer generated erroneously high wbc (white blood cell) results (19.5 x 10 to the power of 3/ul) on one pt sample. The specimen was collected from a heel stick. The test results were accompanied by an instrument-generated flag to review results for the wbc parameter. The erroneous results were not reported out of the laboratory. The pt was sent to a local hospital to be redrawn and to have a cbc (complete blood count) performed. The wbc results (12.1 x 10 to the power of 3/ul) from this specimen testing were lower than initial test results. The laboratory reported the results from the hospital laboratory. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. On (B)(4) 2009, a field service engineer visited the site to assess the instrument. He found that all factors reproduced properly and all parameters were within specifications. There were no issues or abnormalities noted. The root cause of the erroneous but flagged results is unknown.